Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the silicone tubing and catheter adapter of the minicap transfer set. This was identified before use of the device peritoneal dialysis therapy. There was no patient involvement. No additional information is available.